Manufacturer narrative:
E1, f5 - phone number: (B)(6). Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the gpso-5-5 device of lot c2165923 was involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution, all gpso-5-5 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for gpso-5-5 of lot number c2165923 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised as per the precautions of the IFU, "refer to package label for minimum channel size required for this device." There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055) as per information reported, a 0.025" wireguide was used with the device. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information that a 0.025" wire guide was used. The smaller sized diameter of the 0.025" wireguide would have occupied less space in the lumen of the stent and likely led to issue reported, resulting in kinking of both stents and damage to the external flip. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: CAPA-00022 (pr 387756) has been initiated from complaints related to user error in practice where a 0.025¿ wire guide is being used. Summary of investigation: according to the customer, both the stents got kinked and could not be used, , the external flap got damaged. Confirmed quantity of (B)(4) device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information that a 0.025" wire guide was used. The smaller sized diameter of the 0.025" wireguide would have occupied less space in the lumen of the stent and likely led to issue reported, resulting in kinking of both stents and damage to the external flip. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-jan-2026.

Manufacturer narrative:
E1, f5 - phone number: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Both the stents got kinked and could not be used, , the external flap got damaged. Additional information received 12-nov2-25: does the complaint relate to device replacement, device removal or was it an observation made prior to patient contact? Device placement. What was the target location for the stent? Pancreatic duct. 1. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure: as per hospital sop¿s 2. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? (B)(4). Was the wire guide lubricated prior to use? As per sop¿s 4. Was the wire guide inspected for damage prior to use? Yes. 5. Was the device at the center of the complaint inspected for damage prior to use? Yes. 6. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? No. 7. If yes, please indicate the type of procedure performed. 8. Did the patient involved exhibit altered anatomy or tortuous anatomy? The physician does not recall.